Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was unable to charge the scs ipg for several months. The external devices could not communicate with the ipg and the ipg was inoperable. Consultation with the surgeon is may be scheduled as a further course of action.